Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A review of the user guide p/n 480145 was completed. The user guide instructions indicate ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time the reported incident could be attributed to end user error in accordance to the event description.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the adverse events of peritonitis, characterized by shaking chills and abdominal pain, which warranted hospitalization and antibiotic therapy. Per the pdrn, the events were unrelated to the use of any fresenius device(s) or product(s), as the cause was attributed to touch contamination, due to poor aseptic technique. Staphylococcus aureus is commonly found in mucous membranes and the skin of humans and is usually indicative of touch contamination. Based on the information available, the liberty select cycler, liberty cycler set can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius product deficiency or malfunction caused or contributed to the serious adverse events. It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized due to peritonitis. Follow-up with the patient¿s primary peritoneal dialysis registered nurse (pdrn) revealed the patient presented to the emergency room (ER) on (B)(6) 2020 with abdominal pain and shaking chills. A peritoneal effluent fluid culture and cell count was obtained, and the patient was started on intraperitoneal (ip) vancomycin 1000 mg (frequency, duration not provided) and ip cefepime 1000 mg daily for 21 days. The cell count revealed an elevated white blood cell count (value not provided) and the peritoneal effluent cultures were positive for staphylococcus aureus. Causality was attributed to touch contamination, due to the patient¿s poor aseptic technique (reeducation provided). The patient continued to undergo continuous cycling peritoneal dialysis (ccpd) therapy while hospitalized without issue. Per the pdrn, the events were unrelated to the utilization of any fresenius product(s) and/or device(s). The patient was discharged home on (B)(6) 2020 and is recovering from the events. The patient resumed ccpd therapy at home utilizing the liberty select cycler without issue.